Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('frequent abdominal pains over recent years / chronic pain') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) with loss of consciousness. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals ("nickel sensitivity"), pelvic pain ("pelvic pain"), dysmenorrhoea ("strong cramps"), food intolerance ("intolerance to food"), nausea ("nausea") and diarrhoea ("diarrhea"). The patient was treated with analgesics and surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, allergy to metals, pelvic pain, dysmenorrhoea, food intolerance, nausea and diarrhoea outcome was unknown. The reporter considered abdominal pain, allergy to metals, diarrhoea, dysmenorrhoea, food intolerance, nausea and pelvic pain to be related to essure. The reporter commented: the pain became so severe that she had to visit the emergency department many times. It did not improve with analgesia and it even caused her to faint due to its severity (also reported as cramps resulting in loss of consciousness). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: nickel contact allergy. Imaging procedure - on an unknown date: complementary imaging tests were performed to confirm correct placement, with no observed displacement of the device, intra-operative injury to the uterus, problems with placement and/or infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: quality safety evaluation of ptc. On 19-nov-2019: aemps number ps/pf/56120 provided. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('frequent abdominal pains over recent years / chronic pain/sudden pain on the left side') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud. In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) with loss of consciousness. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals ("nickel sensitivity"), pelvic pain ("pelvic pain/sudden pain on the left side"), dysmenorrhoea ("strong cramps"), the first episode of food intolerance ("intolerance to food"), the first episode of nausea ("nausea"), diarrhoea ("diarrhea"), abdominal distension ("abdominal distention"), dyspepsia ("dyspepsia/indigestion"), muscle contracture ("muscle contracture"), neck pain ("subjective cervical pain"), insomnia ("insomnia"), fibromyalgia ("fibromyalgia"), loss of consciousness ("loss of consciousness"), back pain ("low back pain"), the second episode of food intolerance ("food intolerance") and the second episode of nausea ("nausea"). The patient was treated with analgesics and surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, allergy to metals, pelvic pain, dysmenorrhoea, diarrhoea, abdominal distension, dyspepsia, muscle contracture, neck pain, insomnia, fibromyalgia, loss of consciousness, back pain, the last episode of food intolerance and the last episode of nausea outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, diarrhoea, dysmenorrhoea, dyspepsia, fibromyalgia, insomnia, loss of consciousness, muscle contracture, neck pain, pelvic pain, the first episode of food intolerance, the first episode of nausea, the second episode of food intolerance and the second episode of nausea to be related to essure. The reporter commented: the pain became so severe that she had to visit the emergency department many times. It did not improve with analgesia and it even caused her to faint due to its severity (also reported as cramps resulting in loss of consciousness). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: nickel contact allergy. Imaging procedure - on an unknown date: complementary imaging tests were performed to confirm correct placement, with no observed displacement of the device, intra-operative injury to the uterus, problems with placement and/or infection. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-jun-2022: summons received. Medical history, events: abdominal distention, dyspepsia/indigestion, muscle contracture, subjective cervical pain, insomnia, fibromyalgia, loss of consciousness, low back pain, food intolerance, nausea added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('frequent abdominal pains over recent years / chronic pain/sudden pain on the left side') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud. In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) with loss of consciousness. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals ("nickel sensitivity"), pelvic pain ("pelvic pain/sudden pain on the left side"), dysmenorrhoea ("strong cramps"), the first episode of food intolerance ("intolerance to food"), the first episode of nausea ("nausea"), diarrhoea ("diarrhea"), abdominal distension ("abdominal distention"), dyspepsia ("dyspepsia/indigestion"), muscle contracture ("muscle contracture"), neck pain ("subjective cervical pain"), insomnia ("insomnia"), fibromyalgia ("fibromyalgia"), loss of consciousness ("loss of consciousness"), back pain ("low back pain"), the second episode of food intolerance ("food intolerance") and the second episode of nausea ("nausea"). The patient was treated with analgesics and surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, allergy to metals, pelvic pain, dysmenorrhoea, diarrhoea, abdominal distension, dyspepsia, muscle contracture, neck pain, insomnia, fibromyalgia, loss of consciousness, back pain, the last episode of food intolerance and the last episode of nausea outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, diarrhoea, dysmenorrhoea, dyspepsia, fibromyalgia, insomnia, loss of consciousness, muscle contracture, neck pain, pelvic pain, the first episode of food intolerance, the first episode of nausea, the second episode of food intolerance and the second episode of nausea to be related to essure. The reporter commented: the pain became so severe that she had to visit the emergency department many times. It did not improve with analgesia and it even caused her to faint due to its severity (also reported as cramps resulting in loss of consciousness). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: nickel contact allergy. Imaging procedure - on an unknown date: complementary imaging tests were performed to confirm correct placement, with no observed displacement of the device, intra-operative injury to the uterus, problems with placement and/or infection. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-jul-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("frequent abdominal pains over recent years / chronic pain/sudden pain on the left side") in a female patient who had essure inserted for contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Previously administered products included: iud nos. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced abdominal pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain ("pelvic pain/sudden pain on the left side"), abdominal distension ("abdominal distention"), back pain ("low back pain"), dysmenorrhoea ("strong cramps"), allergy to metals ("nickel sensitivity"), loss of consciousness ("loss of consciousness (due to severe pain)"), a first episode of food intolerance ("intolerance to food"), a first episode of nausea ("nausea"), diarrhoea ("diarrhea"), dyspepsia ("dyspepsia/indigestion"), muscle contracture ("muscle contracture"), neck pain ("subjective cervical pain"), insomnia ("insomnia"), fibromyalgia ("fibromyalgia"), a second episode of food intolerance ("food intolerance"), a second episode of nausea ("nausea"), vertigo ("peripheral vertigo"), tendonitis ("recurrent tendinitis in both arms"), crohn's disease ("suspected crohn¿s disease"), renal pain ("left renal pain") and ovarian cyst ("small bilateral ovarian cysts"). The patient was treated with analgesics as well as surgery (essure removal). At the time of the report, the renal pain had resolved. The outcomes for abdominal pain, pelvic pain, abdominal distension, back pain, dysmenorrhoea, allergy to metals, loss of consciousness, diarrhoea, dyspepsia, muscle contracture, neck pain, insomnia, fibromyalgia, vertigo, tendonitis, crohn's disease, ovarian cyst, the last episode of food intolerance and the last episode of nausea were unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, crohn's disease, diarrhoea, dysmenorrhoea, dyspepsia, fibromyalgia, the first episode of food intolerance, the second episode of food intolerance, insomnia, loss of consciousness, muscle contracture, the first episode of nausea, the second episode of nausea, neck pain, ovarian cyst, pelvic pain, renal pain, tendonitis and vertigo to be related to essure administration. The reporter commented: the pain became so severe that she had to visit the emergency department many times. It did not improve with analgesia and it even caused her to faint due to its severity (also reported as cramps resulting in loss of consciousness). Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2017: nickel contact allergy [imaging procedure] (date unknown): complementary imaging tests were performed to confirm correct placement, with no observed displacement of the device, intra-operative injury to the uterus, problems with placement and/or infection quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("frequent abdominal pains over recent years / chronic pain/sudden pain on the left side") in a female patient who had essure inserted for contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Previously administered products included: iud nos. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced abdominal pain (seriousness criteria medically important and intervention required) with loss of consciousness. Essure was removed on (B)(6) 2018. An unknown time later she experienced allergy to metals ("nickel sensitivity"), pelvic pain ("pelvic pain/sudden pain on the left side"), dysmenorrhoea ("strong cramps"), a first episode of food intolerance ("intolerance to food"), a first episode of nausea ("nausea"), diarrhoea ("diarrhea"), abdominal distension ("abdominal distention"), dyspepsia ("dyspepsia/indigestion"), muscle contracture ("muscle contracture"), neck pain ("subjective cervical pain"), insomnia ("insomnia"), fibromyalgia ("fibromyalgia"), loss of consciousness ("loss of consciousness"), back pain ("low back pain"), a second episode of food intolerance ("food intolerance"), a second episode of nausea ("nausea"), vertigo ("peripheral vertigo"), tendonitis ("recurrent tendinitis in both arms"), crohn's disease ("suspected crohn¿s disease"), renal pain ("left renal pain") and ovarian cyst ("small bilateral ovarian cysts"). The patient was treated with analgesics as well as surgery (essure removal). At the time of the report, the renal pain had resolved. The outcomes for abdominal pain, allergy to metals, pelvic pain, dysmenorrhoea, diarrhoea, abdominal distension, dyspepsia, muscle contracture, neck pain, insomnia, fibromyalgia, loss of consciousness, back pain, vertigo, tendonitis, crohn's disease, ovarian cyst, the last episode of food intolerance and the last episode of nausea were unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, crohn's disease, diarrhoea, dysmenorrhoea, dyspepsia, fibromyalgia, the first episode of food intolerance, the second episode of food intolerance, insomnia, loss of consciousness, muscle contracture, the first episode of nausea, the second episode of nausea, neck pain, ovarian cyst, pelvic pain, renal pain, tendonitis and vertigo to be related to essure administration. The reporter commented: the pain became so severe that she had to visit the emergency department many times. It did not improve with analgesia and it even caused her to faint due to its severity (also reported as cramps resulting in loss of consciousness). Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2017: nickel contact allergy. [Imaging procedure] (date unknown): complementary imaging tests were performed to confirm correct placement, with no observed displacement of the device, intra-operative injury to the uterus, problems with placement and/or infection. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jan-2023: summons received. Events: peripheral vertigo, recurrent tendinitis in both arms, suspected crohn¿s disease, left renal pain, small bilateral ovarian cysts added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('frequent abdominal pains over recent years/chronic pain') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced syncope ("faint"), dysmenorrhoea ("strong cramps"), food intolerance ("intolerance to food"), nausea ("nausea"), diarrhoea ("diarrhea"), allergy to metals ("nickel sensitivity"), loss of consciousness ("loss of consciousness") and pelvic pain ("pelvic pain"). The patient was treated with analgesics and surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, syncope, dysmenorrhoea, food intolerance, nausea, diarrhoea, allergy to metals, loss of consciousness and pelvic pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, diarrhoea, dysmenorrhoea, food intolerance, loss of consciousness, nausea, pelvic pain and syncope to be related to essure. The reporter commented: complementary imaging tests were performed to confirm correct placement, with no observed displacement of the device, intra-operative injury to the uterus, problems with placement and/or infection. This pain became so severe that she had to visit the emergency department many times. It did not improve with analgesia and it even caused her to faint due to its severity. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test on (B)(6) 2017: nickel contact allergy. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.